Manufacturer narrative:
Available information indicates that the dp pads have stains as the pads age and the oxidation chemical reaction progresses in order to allow the intended electrical connections to function through the life of the pads. The pads are not under consideration for design changes and further investigation (because they function and meet specifications), as efforts are focused on other pads that will be supplied longer term. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was confirmed. The pads are not under consideration for design changes and further investigation (because they function and meet specifications), as efforts are focused on other pads that will be supplied longer term. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report was investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator device indicating that the dp pads have stains.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the customer was wondering what the stain was on their dp pad. However, the pad was successfully used and has already been discarded. The customer was concerned that the stain would have a negative impact on their use, so they requested investigation into the cause of the stain. There was no harm or injury to the patient.